Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in line/set) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2015 at 09:19:02. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.